Event description:
It was reported that the patient underwent explant of the vns on (B)(6) 2015 due to an infection. It was noted that the physician does not believe this infection was caused by or related to the vns

Event description:
Product analysis was completed on the generator on 04/06/2015. The DHR shows that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis on the lead was completed on 04/14/2015. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Scanning electron microscopy images of the positive and negative coil ends show that a stress-induced fracture (torn due to rotational forces exerted on the lead) occurred at the coils ends. Secondary fractures noted in the vicinity of the coils¿ ends appear to indicate the stress-related primary fractures were most likely created during the explant procedure. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
On (B)(6) 2015 it was reported that the device was explanted because the wound had secretion and exposed the device. The lab tests showed that the infection was staphylococcus aureus. The explanted generator and lead were returned for product analysis on (B)(6) 2015.